Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause of the failure was contamination on the distribution node (dn). The cause of the code 204 was the contaminated electrode belt.  The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse events occurred from the belt malfunction.